Manufacturer narrative:
Info for the case was reviewed by MFR, distributor, and end-user. Device is to be returned to itc from end-user for eval, but at the time of the filing of the MDR, no device returned yet for eval.

Event description:
As per mail was left with itc from raytel on 8/2/2007- a pt self-tester suffered a 'bleed in the head' in 2007 which her and her physician attribute to inaccurate results from the protime instrument. Pt self-tester had been using the protime instrument approx 5 months prior to monitor inr levels since placement of heart valve and currently is taking coumadin.